Event description:
It was reported that patient lead had migrated and was no longer covering the pain area. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56. (B)(6).